Event description:
The customer reported to customer service that the rubber protecting on her power cord has a tear and the wires are visible.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated she did witness sparking on the cord where the plastic has broken through. The customer did not witness any smoke or fire and did not report any injuries. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.